Event description:
Allegations of autoimmune illness, chronic fatigue, depression, blurry vision, breast disfigurement, lesion, fibrosis and chronic foreign body reaction, numbness and doughnut pexies.